Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The investigation was performed on the user synced glucose data in data management system (dms), which is a cloud platform for eversense systems. Based on the investigation, the system did warn the user of a potential hypo event by asserting a predictive low alert at 6:00 pm cet before the sensor inaccuracy event at 6:10 pm cet. The temporary sensor inaccuracy was mitigated by the assertion of predictive low alert at 6:00 pm cet and low glucose alert at 6:20 pm cet on 21st of february 2021.no further investigation was found necessary for this complaint.

Event description:
Senseonics was made aware of an incident where patient experienced hypoglycemia event. Patient felt very dizzy and checked her glucose with a blood glucose meter (bgm) which showed 32 mg/dl where as eversense app displayed 71 mg/dl. She did not receive a low glucose alert because the sensor glucose value did not go below the threshold value which was set at 65 mg/dl. Patient did not require any medical assistance and resolved by herself by taking oral glucose.